Event description:
Meter name: one touch profile. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: week. The patient reported that "the issue with the meter had the potential to harm patient if meter did not work properly". The meter allegedly was prompting "not ok". The result on the patient's meter was unknown. There was no result obtained from any other source. There was no comparison between the patient's meter and any other device. There was no treatment. The ccr resolved the issue over the phone with the patient. No further information has been reported.